Event description:
It was reported that the patient¿s lead was bothering her. It was noted that they ¿believed the lead was placed on a nerve and it may be too big for the space it was contained in.¿ it was noted that this issue had been bothering the patient since implant. Additional information received reported that they would be removing the paddle lead on (B)(6) 2014 and replacing with percutaneous leads. Additional information received reported that the patient had pain in the upper back area when stimulation was on or off. It was noted that a CT scan was performed. It was noted that the cause of the event was due to a ¿possibly related to the lead.¿ it was noted that the patient was not using the therapy at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).